Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 5/2/2022, it was reported by a distributor via email that an ar-1928snf-2 corkscrew suture anchor rolled, preventing it to be implanted. This was discovered during a procedure on (B)(6) 2022. Additional information received on 5/3/2022: this was discovered during a rcr procedure. When surgeon attempted to implant the corkscrew anchor, it pulled out. Nothing broke inside the patient and case was completed using another ar-1928snf-2 corkscrew suture anchor.